Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead pace measurements were greater than 2,000 ohms. Threshold measurements were reported stable at approximately 3.0 volts to 3.5 volts. All other rv lead measurements are within acceptable limits. The patient's physician chose to perform an invasive revision procedure and the rate/sense portion of this lead was capped. The device was explanted, as it was nearing elective replacement indicator (eri).